Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was complications of diabetes. The caller stated that the customer's death was unexpected. The caller stated that they do not know the customer's blood glucose at the time of passing, however, the last recorded value was 147 mg/dl at 12:15am on (B)(6) 2017. The customer ate four peanut butter crackers. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed returning the insulin pump for analysis.